Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure to treat a gastrointestinal bleed (gi bleed) using a packing coil lp. During the procedure, a packing coil lp would not advance at all within its introducer sheath; therefore, it was removed. The procedure was completed using another penumbra coil. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned ruby coil lp revealed that the pusher assembly mid-joint was retracted into the introducer sheath friction lock. If this occurs, resistance may be experienced during advancement. Further evaluation revealed a pusher assembly fracture, pusher assembly kinks, and the embolization coil was detached from the pusher assembly. If the ruby coil is forcefully advanced against resistance, damage such as kinks and a fracture to the pusher assembly may occur. The detached embolization coil was likely a result of the fracture. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.